Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-31028. During a device replacement procedure due to normal eri, the right ventricular lead was revised due to non-sustained rv oversensing and noise. During the lead revision, an insulation defect was revealed. The physician decided to also check the right atrial (ra) lead, which also revealed an insulation defect. Both leads were explanted and replaced and the patient was in stable condition.